Manufacturer narrative:
There was no relationship found between the device and the reported incident. Visual inspection under magnification of the wand shows minimal electrode and screen wear with contamination/ discoloration and scratch/scuff marks on the spacer and cap. There are no manufacturing abnormalities visually observed with the returned device. During functional evaluation in the lab the device was plugged into a known good q2 controller and was activated in saline solution by using a foot pedal device at default and maximum settings. Plasma at the tip of the wand was produced as intended. The suction tube was tested and performed as specified; the complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) incorrect power cycling of the controller, or (2) the rf controller may have been turned off following connection of the wand, (3) source power may have been interrupted or (4) power interruption to the wand; (5) used defect cabling or defect peripheral equipment. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during an arthroscopic rotator cuff repair, the wand could not arrest the bleeding even though the surgeon stepped on the coag foot switch. There was a delay of 5 minutes. A backup device was available to complete the procedure with no patient injuries.